Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they went to the emergency room due to ketones. Blood glucose level at the time of the incident was not provided. During the call the customer experienced no symptoms but they did mention they had a stomach virus as well. Customer stated they had an insulin flow blocked alarm as well. Troubleshooting was provided. Customer was showed how to use serter device. No device will return for analysis.